Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met pre-release specs.

Event description:
In 2008, the pt was implanted with a gore excluder aaa endoprosthesis trunk ipsi which was deployed 1 cm proximal of its intended landing zone. The left renal artery was covered. The right renal artery was impinged. On the same day, the pt had a non-contrast CT which showed that the left kidney was no longer functioning. The left renal artery was completely covered. The right renal artery was impinged. On the next day, the pt underwent hepatic to right renal bypass. The pt tolerated the procedure. The pt is in ICU. On the same day, the pt had a normal creatinine level and a normal bun level. He also producted urine.